Event description:
Company representative reported right side "small and about 3 mm large and hypoechoic lesion", "seroma" and recurrent stress-related pain symptoms in the right knee joint". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient representative reported right-side "small and about 3 mm large and hypoechoic lesion", "seroma" and "recurrent stress-related pain symptoms in the right knee joint." Device has been explanted and replaced with non-allergan device.

Event description:
Patient's representative reported right side "small and about 3 mm large and hypoechoic lesion", "seroma" on ultrasound, and recurrent stress-related pain symptoms in the right knee joint". Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Pain-ndr: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. Yellow encapsulation observed in the surface of the shell. No further actions are required as the device was implanted."